Event description:
Customer reported the system will not display an image and will not allow patient information to be inputted. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera. System operates as intended.